Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing started to migrate from its intended position one month after initial activation. Subsequently the device extruded due to pressure applied to the skin caused by the migrated housing. During revision surgery signs of infection were noticed and an extrusion of the electrode lead into the eac was observed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the device migrated from its intended position to the posterior part of the pinna starting one month after the use of the external device. The surgical wound after initial implantation healed properly. During preparations for the revision surgery, an extrusion of both the implant stimulator and the electrode lead was detected. During the surgery post infection signs have been observed in the tissue surrounding the implant. Reportedly the extrusion was caused by the pressure applied by the stimulator housing on the skin. Infection is thought to has occurred due to the extrusion. During the opening of the wound the electrode lead exit was accidentally cut and a back-up device was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery was scheduled for (B)(6) 2024 due to the migration of the device to the posterior part of the pinna. During preparations for the surgery, an extrusion of both the implant stimulator and the electrode cable was detected. The repositioning of the implant was planned, however, post infection signs were present in the tissue surrounding the implant. During the opening of the wound the electrode lead exit was accidentally cut, so a new device had to be re-implanted. The user's audio processor will be activated next month provided that the medical status permits.